Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer while using the device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dirt/dust/dander contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found error e-105, e-83 and e-250 logged. The manufacturer concludes there was evidence of dirt/dust/dander contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury.